Event description:
Pt had bilateral silicone gel breast implants removed due to capsular contractures. The right capsule contained an intact implant and weighed 153 gms. The left capsule contained a ruptured implant weighing 158 gms. A mastopexy was performed on each breast and approx 100 gms of tissue was removed from the left breast. Breast implants were not replaced.